Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial 1.2; repeat 2.5, 2.3. Customer is happy with 2.5 vs 2.3 precision, but is not sure why the first result was so low. Therapeutic range is 2.0-3.0.